Event description:
It was reported that a patient received a high drain 106 (night drain cycle six) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred during use; however, the patient was not connected at the time of the alarm. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received, and the evaluation is in progress but has not yet been completed. Upon completion of the evaluation, or should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. An external and internal inspection was performed on the homechoice, but only an unrelated issue was found. The device passed the return instrument test/evaluation (rite) functional and electrical testing. The reported event was verified during the event history log review as a high drain 106 alarm. A visual inspection was also performed on the device. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.